Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer received a motor error alarm on the insulin pump. The customer's blood glucose ranged from 50 mg/dl to 400 mg/dl. Troubleshooting was not performed for the insulin pump. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No motor error alarm noted during test. Motor passed motor test. The information provided in concomitant reporting section with the initial report was incorrect. The correct information has been included with this report.